Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: unknown, ubd: (B)(6) 2018. (B)(4). Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had poor post-operative curative effect. The patient went to the hospital around (B)(6) 2017 and found that the target position offset under the magnetic resonance check. Later, one side of the target position was replaced on (B)(6) 2017, but there was still a balance issue after the surgery. The doctor told the patient that the other side of the target position also had an offset by checking. The patient was now observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va15865 serial# implanted: 2016-(B)(6) explanted: product type lead product ID 3389s-40 lot# unknown serial# implanted: 2016-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the ins and the leads was updated to 2016-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated it was unknown if there was a placement issue or lead migration. The cause of the event was unknown. The consumer indicated no improvement in balance issue/curative effect after surgery; and these issues were more serious than before surgery.